Manufacturer narrative:
One osseotite® implant (oss311) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured in two pieces. Additionally, there was bone residue around the external threads bone loss due to removal process, per complaint description. Functional testing and dimensional analysis could not be performed since the device was severely fractured. Pre-existing conditions noted on the per were good oral hygiene & moderate bone density type ii. The reported device had been placed on tooth #30 for approximately 20 years. X-ray was provided. Fracture was confirmed. The DHR was not available electronically for the subject lot number (86351) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database (tipqa) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No nonconformances were found for the subject lot number. Complaint history review was completed for the subject lot number (86351) and only two other complaints were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implants in patient with patient factors incompatible with long-term osseo-integration of implant (e.g. Bruxism, clenching and overloading). The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that implant (oss311) was removed due to implant fractured at tooth location 30. Clinician indicated implant mobility and bone loss was noted.